Manufacturer narrative:
The different tests performed on site and at the manufacturing site does not show any issue with the provided MRI. Failure cannot be confirmed.

Event description:
The surgeon warned about a not loadable mrt image during pre-operative planning. He stated that the image included more than 300 slieces. The surgery was finally performed with a stereotaxic frame and without rosa.